Event description:
The complainant reported that a physician was using the device to perform a bronchoscopy on a pt (age and gender unk). The physician inflated the balloon inside the trachea when the pts sat's started to drop. The physician deflated the balloon and began to remove the entire delivery system. The dr experienced some tension and had to tug on the scope to remove it. Upon reinsertion of the scope it was noticed that approx one cm of the catheter along with the balloon remained inside of the pt. Forceps were used to retrieve the device and it was observed that the balloon had not been fully deflated. The pt expired two days after the procedure. The cause of death is unk.

Manufacturer narrative:
H4: user facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and co is not able to determine if the device met specification. Co is unable to determine the relationship between this device and the cause for this event at this time. Co's directions for use outline appropriate placement, access and maintenance procedures.